Event description:
It was that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the needle broke. It was stated that the pieces were too small to find and remove. Pieces of the needle were left in the patient. It was reported that intervention was required and the patient required extended hospitalization as a result of the event. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? Where did the needle break (tip, middle, swage area)? Were x-rays performed to localize the needle fragments? What was the size of the broken needle fragments? Was more than half the needle retained in the patient? Did multiple small pieces from each needle fall into the patient? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Please describe any medical/surgical intervention required for this suture event including dates and results. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. How long was the initial surgery delayed? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. It was stated that extended hospitalization was required as a result of the event. How long was hospitalization extended? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please confirm: is 1006r6d the correct lot number? Will product be returned? If so, please provide the return date and tracking information.